Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-28, lot# v100245, implanted: (B)(6) 2008, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the healthcare provider (hcp) implanted a new lead and implantable neurostimulator (ins) because the patient did not have urinary relief the last three years or longer, and the x-ray showed the lead was not placed well or it moved - according to the rep. The event date of the loss of therapeutic benefit is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.